Manufacturer narrative:
The device has been received. However, a pre-repair temperature test could not be performed as a bur could not be inserted into the handpiece. Evaluation of the handpiece is not yet complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handpiece overheated during a mastoidectomy. As the handpiece was not unbearably hot, the procedure was continued using the reported handpiece. However, when the overheating began and the time it took to overheat could not be confirmed. There was no patient injury.

Manufacturer narrative:
Date manufacturer received: january 21, 2017. The product analysis indicates that the reported overheating could not be verified. The one-minute pre-repair temperature test results are as follows: 81.0 degrees f at the rear, 77.9 degrees f at the middle, and 80.5 degrees f at the nose. The nose bearings were corroded. The nose cone and bearings were replaced. (B)(4).